Event description:
It was reported that a patient with a traumatic odontoid fracture underwent an anterior cervical fusion at c2. At the time of drilling, a tip of a cannulated drill bit broke off. A kocher was used to remove the broken part that protruded from the bone surface. The surgical time was extended due to the incident less than 15 minutes. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information : product analysis : the cannulated drill is fractured at the intersection between the drill tip and the driving shaft. The rapid cross sectional area reduction of this transition creates a potential stress concentration under bending loads or lateral impact, such during off-axis instrument usage. Optical examination of the fracture surface identified a quasi-brittle fracture with riverlines which appear to flow toward the center of the part, with apparent shear lip at ID of the shaft. Direction of fracture propagation and internal shear lip suggest bend stress overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.